Event description:
A power source alert was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl. To resolve the issue, the customer followed instructions to plug the wall adapter into a known working outlet and wait at least 30 minutes, after which the pump began charging. No further assistance was required.